Manufacturer narrative:
Analysis of the returned device found interior damage; specifically, the secondary wire on the AED's high voltage transformer (component location t3) was broken due to the AED being dropped. This damage resulted in the unit not being able to function. Analysis of the unit's electronic history shows the device identified a problem with the unit and reported a service code to the operator on june 3, 2016 after they initiated a battery pack self-test. There is no indication in the device's electronic files of any human interaction to address this self-test condition prior to the device's use on october 24, 2017. Although the exact day when the unit was dropped and damaged is not known, it is likely that the device was damaged prior to june 3, 2016 when the device first identified a problem and reported the service code to the customer.

Manufacturer narrative:
Although requested, the device associated with this event has not been returned. The investigation remains open, and no root cause is known. Should additional information become available, a follow-up MDR will be submitted.

Event description:
A customer reported that they had left the AED's battery pack out of AED for an unknown amount of time. They went to use the AED for a rescue attempt and the AED would not work. They used a different AED to complete the rescue.